Event description:
As reported by navilyst medical's distributor in (B)(4), when attempting a power injection of contrast media, air was seen to be entering the syringe of the medrad injector machine (seen man zone master injector). The syringe was connected to a navilyst medical 30" high pressure contrast injection line. No air was injected into the pt. The components were replaced, and the procedure continued. The used devices have been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2012 navilyst medical complaint report was reviewed for the product family of contrast injection lines (cil) and the failure mode "air bubbles." No adverse trends were identified. Returned by the hosp were a used 30 inch cil connected to a used medrad injector syringe. The connection between the two devices was visualized and no anomalies were noted. Air leak testing was performed on the cil, per navilyst specification, and no leakage occurred. Both fittings of the cil were verified to be dimensionally within specification, and the male taper of the injector syringe was found to be acceptable. The reported complaint was not confirmed, as the returned devices were tested and verified to function as intended. A possible root cause may be that the end user did not secure connections when attaching the 30" cil to the medrad power injector. The directions for use packaged with the navilyst medical cil, cautions the end user to: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system." (B)(4).